Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information to the manufacturer regarding the issue with a delay. We have reminded them to review FDA reporting guidelines in order to prevent this from happening again. The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- volista. As it was stated, the racket cracked. There is no injury reported as it was found during maintenance however we decided to report the issue in abundance of caution as any part falling might cause an injury. (B)(4).

Event description:
Manufacturer's reference number: (B)(6).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074; exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Maquet sas became aware of an incident with surgical light volista device. As it was stated, the bracket cracked. There was no injury reported as the failure was found during maintenance activities, nevertheless we decided to report the issue in abundance of caution as cracked bracket could lead to the detachment of cupola and cause an injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. At the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that the occurrence rate for the issue of the light head shaft breaking is low (total of 7 complaints in the last 5 years of daily use of a large number of similar devices). The investigation was performed by product specialists at the manufacturer. There are no pictures that show the situation provided with the complaint despite our best efforts, however from product knowledge and experience it is assumed that there was also one of three screws missing as the bracket broke. The mechanical interface is not designed to resist the torque applied at this location with only two screws. To sum up, the issue occurrence is due to manufacturing-man error. The affected devices are now being updated during field safety corrective action msa-2018-001-iu. The device involved in the event was found to be in the scope of mentioned fsca, however the activities related with an action were not yet done on the unit. After the event occurrence, the defective cupola was replaced and the device was returned to use.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number (B)(4).